Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and diabetic ketoacidosis on (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 234 mg/dl. The customer was treated with intravenous drip. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Harm code has been updated to diabetic ketoacidosis that is (B)(4). It was also reported that blood glucose value of 234 mg/dl was for call on (B)(6) 2018 for auto mode issue.